Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion , the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an scd compression sleeve. The customer reports a pt in sicu experienced severe bruising. Per customer, pt was coagulopathic. Sleeves were removed; no additional treatment required at the time, however pt developed dvt after sleeves discontinued.